Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system and experienced high blood glucose level. It was also mentioned that the drive support cap was normal. Blood glucose level was 26.1 mmol/l. Customer declined troubleshoot for high blood level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with loose/protruded drive support disk. Pump unable to prime during prime test and motor error alarm during basic occlusion test due to loose/protruded drive support disk. No prime test alarm noted. Pump passed displacement test. Unable to perform occlusion test and excessive no delivery test due to prime anomaly.